Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Sales rep reports that the surgeon thinks microsensor is defective in reading icp's of high 30's, and when surgeon tapped shunt icp reading was in the negative numbers. Patient is ok. Microsensor was replaced with another one.